Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the atrial lead exhibited inappropriate automatic mode switch due to electromagnetic interference noise over-sensing. No intervention was performed. Patient condition was stable and the patient would continue to be monitored.